Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead helix did not extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found that the lead was bent and twisted from the connector pin due procedural damage. X-ray examination found that the inner coil inside the connector region was over torqued. Electrical test showed that the lead was shorted due to the over torqued inner coil. The cause of the reported event was isolated to the blood/tissue clogging the helix and the over torqued inner coil inside the connector region.